Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4). Corrected section- h6 (problem code). The device was returned to the factory for evaluation on 10/31/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .692 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure "material twisted/bent; wire" was confirmed. The lot # 3000338512 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 would not cauterize. Second device opened in order to proceed with case.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.